Event description:
Material # 301643, batch # unknown, potential batch 2319532 and 3116642. Verbatim: rcc received a complaint via email. I¿d like to notify you of a complaint we received for adhesive that was observed on the hub of the cannula. Additional information: there is no patient harm reported. The surgery was completed after replacing the product with another one. This is 1 (one) event with both the listed lots below in scope.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. It was reported adhesive was observed on the hub of the cannula. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no packaging. The needle has been bent, and the needle hub is covered by a white colored substance. No other defects or imperfections were observed. A device history record review was completed for provided material number 301643, possible lot numbers 2319532 and 3116642. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported adhesive was observed on the hub of the cannula. To aid in the investigation, one sample and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the needle hub has an epoxy drip over. The photo shows a needle assembly with no packaging. The needle has been bent, and the needle hub is covered by a white colored substance. No other defects or imperfections were observed. This condition occurs if there is a jam at the cannulator during the assembly process. A device history record review was completed for provided material number 301643, possible lot numbers 2319532 and 3116642. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.